Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer intermittently powered down. The programmer has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return of "intermittently powers down", a long-term test ran for 24-hours with no observations. There were errors found in the update history, the lower handle was cracked, the media bay door and the power cord bay were damaged, the stylus, upper and lower bullets and company logo were missing, the touch screen had a little damage (considered as acceptable and noted that there was no functional impact) and the right keyboard sliding rail was cracked. All found defective parts were replaced and all other identified issues were resolved. The touch screen was calibrated, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.